Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for hypoglycemia. No further information was provided and the nurse could not troubleshoot during the phone call. A call back was made to the nurse for troubleshooting, but there was no answer. Nothing further was reported.